Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair procedure using fast-fix 360, the t2 implant deployed prematurely after the deploy of the t1. Both t implants were removed from the patient. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10, h3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the device was not returned in the original packaging except for the cardboard shipper. The shipper is torn at the handle and mid depth straw tabs. The tab at the distal/needle end is not torn so the device had to be pulled from the shipper. The t1 is off the needle but still attached to the suture. The t2 is still in place in on the needle. The actuator is in the pre-t2 position. There is bio debris in the retaining tube. A functional evaluation showed the actuator pushed the t2 off the needle then continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include: improper use of device. No containment or corrective actions are recommended at this time.